Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk. Note that full device memory dump not performed so no lead diagnostics available for review on the device interrogation file provided for analysis. (B)(4).

Event description:
It was reported that at follow-up, right ventricular (rv) impedance suddenly increased to and was high. Patient's symptoms of fainting returned. The implantable pulse generator (ipg) was explanted and replaced. After replacement of the pacemaker, in-vitro testing of the electrical shortening of the rv channel confirmed high impedance, hence interconnection wire issue. The right atrial (ra) channel was used as control and it showed low impedance as expected in-vitro testing. It was suspected there may have been an interconnection wire fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.